Manufacturer narrative:
The returned product was visually inspected, and the damage described in the complaint could be confirmed by the state of the stopcock with the break in the handle component. There was no other damage noted on the returned device. No issues were found with the DHR and/or risk review. The most likely root cause for this complaint is exposure to transport conditions.

Event description:
It was reported that a torflex - bmc transseptal sheath was defective. While preparing for an atrium fibrillation ablation procedure, once staff opened product on sterile table, it was noted that the sheath side port was broken, the issue was noted before the device was used in the patient. A replacement sheath was pulled to perform procedure. No other issues were noted with the preparation of the device. A replacement sheath was used to successfully complete the procedure. No patient complications were reported. The device has been returned for analysis.

Event description:
It was reported that a torflex - bmc transseptal sheath was defective. While preparing for an atrium fibrillation ablation procedure, once staff opened product on sterile table, it was noted that the sheath side port was broken, the issue was noted before the device was used in the patient. A replacement sheath was pulled to perform procedure. No other issues were noted with the preparation of the device. A replacement sheath was used to successfully complete the procedure. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will return for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.